Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high readings compared to a continue glucose monitoring system (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1 week prior to contacting lfs. The patient reported obtaining a reading of "485mg/dl" on the lfs meter and "385mg/dl" on a cgm system. The patient reported using insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 in the morning she developed symptoms of feeling "shaky." The patient reported on (B)(6) 2013 she increased her dose of medication. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition and the meter was in the correct unit of measurement at the time of testing. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(6) 2013 with the following findings: the complaint was not confirmed. This complaint is being reported since the patient claims due to the alleged issue she developed symptoms suggestive of a serious injury and required treatment.

Manufacturer narrative:
(B)(4): the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(4) 2013) device evaluation: the test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lfs considers this matter closed.